Event description:
According to a user report rec'd by ebi, during intermedullary rodding of the right humerus fracture, tip of tube became incarcerated in the bone distally and upon removal of the exchange tube the distal tip remained in the distal humerus. It was not feasible to extract the tip.